Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Healthcare provider reported "chronic breast pain due to animation defect from pectoralis muscle, recently presented with animation deformity, pain, and capsular contraction baker grade was not specified." Device has been explanted.

Event description:
This record is for the left side.

Event description:
Healthcare professional confirmed baker grade ii/iii.